Event description:
New information received. Notes, there was continued noise on the right ventricular (rv) lead. No changes were reported. The patient status was unknown.

Event description:
New information received notes programming changes were made to address the oversensing noise on the right ventricular (rv) lead that caused pacing inhibition. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's right ventricular (rv) lead presented with noise. No changes were reported. The patient status was unknown.